Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced a blockage at the site of the soft cannula infusion set. The patient obeserved that cannula was compromised and bent. The issue occurred at the site of the soft cannula infusion set. The infusion set was not in use for more than 72 hours. The patient changed the necessary supplies and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.